Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults, monitor humming) was confirmed. As received, the monitor failed incoming functional testing, specifically a pulse test. The cause of the test failure and the discharge profile faults was isolated to high resistance on the j1000 connector on the computer/analog and defibrillator pcas. The cause of the high resistance was contamination on the connector. The root cause for the contamination was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it had discharge profile faults in the downloaded software flag data and was making a humming noise.